Event description:
It was reported that during the procedure the system would not boot up. There was a delay in treatment. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. During investigation, fse checked fuses and breakers in cabinet, and found that there is no problem with the device. Fse reset the connections and ups. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.